Event description:
"The surgeon was inserting the trocar optically with abdomen not insufflated using a 30 degree, 5mm scope. The pt had a very thick and deep abdominal wall. With the trocar still in the abdominal wall, the surgeon stopped pushing the trocar since he was unsure on where he was. He inserted a verees needle in the left upper quadrant and fully insufflated the abdomen. Once fully insufflated, the surgeon switched the 30 degree 5mm scope out for a 0 degree 5mm scope to finish inserting the trocar optically. When the surgeon placed the scope down the obturator, the tip broke, like a hang nail. It broke where the scope sits in the obturator. Another trocar needed to be opened to finish inserting the trocar. This is the second broken tip in this lot."

Manufacturer narrative:
Product has been returned and is currently under evaluation. A final report will be issued upon completion of engineering evaluation.